Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 9/1/2022, a patient presented with grade 4 functional mitral regurgitation (mr), a dilated left atrium, rotated heart, vessel tortuosity, and small cardiac chambers. The first mitraclip could not be implanted due to anatomy, as the device could not gain enough height due to the transseptal puncture. The device was removed and a new transseptal puncture was performed. The first mitraclip was discarded, and there was no device malfunction or adverse event associated. Two mitraclips were successfully implanted. A third device, a mitraclip nt was implanted. After the device was deployed the clip opened while locked (cowl). The steerable guide catheter (sgc) was retracted. As the sgc was retracted, the device caused a perforation of the atrial septum. The perforation led to a pericardial effusion, and ultimately cardiac tamponade. It was also noted that the patient became hypotensive. Due to the cascade of events, pericardiocentesis and chest compressions were performed. Additionally, two atrial septal defect (asd) occluder devices were implanted on the back wall of the left and right atrium. The patient was stabilized and there were no adverse patient sequelae. Post procedure mr was 1-2. There was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation was due to procedural circumstances during retraction of the sgc. The reported pericardial effusion, cardiac tamponade and hypotension were cascading effects of the septal perforation. The reported patient effects of hypotension, perforation, cardiac tamponade and pericardial effusion, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions (pericardiocentesis, chest compressions and asd occluder implants) were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.